Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Event description:
Reporter alleged that a patient received the result of 91 mg/dl on the gts advantage system compared back to back within 10 minutes of a result drawn for the lab of 55 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.